Event description:
Leakage from clave valve reported. A nurse was administered an unspecific amount of morphine as a bolus into the IV tubing via clave port with a luer lock syringe. The customer stated that the nurse used the syringe needle to access the port, and when it was removed, noticed fluid coming out of the clave port and blood backing up the line. Reportedly the nurse placed a "pre-pierced dead ender at the end of the clave port to stop the leaking." The leaking was noticed right away by the nurse and so customer believes that no blood loss occurred. No pt harm was reported. The customer also stated that the incident occurred because of user error by access of the clave port with a needle. Add'l pt info was requested, but no info has become available.